Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: plasmablade¿ tna - melted housing - approximately three minutes into the case, the clear plastic housing on the tip melted. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ tna product number: ps300-002, lot number: 0212200464 - new design. Expiration date: 09-nov-2019. Quantity returned: 1. Testing performed: device packaging inspection: one returned plasmablade¿ tna adenoid tip without the device handle was received inside a cardboard box within two biohazard bags with no packaging to fill the negative space. The plastic tray and the tyvek® lid was returned; the device information was confirmed against the information listed within gch from the tyvek® lid. There was no paperwork provided. Device visual inspection: the device handle was not returned only the adenoid tip was received. The tna adenoid tip electrode wire, plastic housing, and suction opening contain tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appear in place and intact, image # 1 thru image # 6. There are excessive amounts of eschar buildup on the electrode wire, with the excessive melting of the plastic housing and the electrode wire exhibits deformation. All electrosurgical devices exhibit wear during use and wear is acceptable if it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. The device and adenoid tip were cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode and plastic housing is acceptable, image # 3 thru image # 6. Acceptable damage: adenoid tip: the wire remains intact. The melt-back is not wispy or stringy in appearance. Unacceptable damage: adenoid tip. There is, greater than, > 33% of the ¿wire square¿ that is exposed which failed to meet the acceptable damage requirements for the wire square exposure. The wire has minimal support from the housing with deformation in the ventral to dorsal direction during application. Insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the electrode wire and plastic housing which can diminish device performance, compromise the plastic housing and electrode wire and can contribute to the clogging of the suction opening. See the reference picture of an adenoid tip - new design for comparison, image # 7 and image # 8. Functional inspection: the functional inspection portion of this complaint investigation was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0212200464 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the adenoid tip exhibits unacceptable wear as there is > 33 % of the ¿wire square¿ that is exposed and the wire has minimal support from the housing with moderate wire deformation in the ventral to dorsal direction during application. This complaint will be tracked and trended within gch. Note: the returned adenoid tip is from the new design. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1370 rev. J - product specification and quality plan - tna product family 70-10-1447 rev. C - peak plasmablade¿ tna - IFU 61-10-0017 rev. H - device button tactile test procedure 61-90-0700 rev. D - test method procedure for adenoid tip test equipment: the functional inspection was not performed; therefore, no test equipment was utilized. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported the plastic housing on the plasmablade tip melted. There was no patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.